Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Revision of right hip. Doctor worried that the tritanium primary was loose. Upon inspection cup was solidly fixed. Doctor explanted the liner. Iliopsoas tendon release to alleviate any discomfort patient was feeling.